Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator as this device displayed a battery depletion fault code. Boston scientific technical services performed an analysis and confirmed that the drop in battery voltage was as a result of an extended magnet application, this drop is an expected operation. The battery voltage was recovering, and this device remains in service. No additional adverse patient effects were reported.